Event description:
During laparoscopic cholecystectomy and using an ii trocar, the washer from the ring of trocar fell into the abdomen. Unknown cause. Speculate ring was loose or was caught. Picked up trocar 2/5/97.